Event description:
A non health care professional reported that intraocular lens piece was missing which was implanted and immediately explanted during the initial procedure. Additional information has been received and event details updated.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the lens in eye. There appears to be a scrape/gouge on the optic edge at the 10 o'clock position. A determination for the cause cannot be made from a photo. The manufacturer internal reference number is: (B)(4).